Manufacturer narrative:
Block b3: date of event was approximated to october 01, 2025 has no specific event date was reported. Block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. A visual examination of the returned device revealed that the stent was fully expanded and deployed, and the inner sheath was kinked. Additionally, the catheter could be freely moved through the luer, and the slider could be returned to its original position without resistance. Functional testing was performed and confirmed normal operation of the catheter and slider mechanism. No other damages were noted to the stent and delivery system. The investigation concluded that the observed inner sheath kinked were most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician, could have resulted in the damage encountered in the inner sheath. The reported event of stent failure to deploy cannot be confirmed as the stent returned fully expanded and deployed. Taking all available information into consideration, investigation findings do not lead to a clear conclusion about the cause of the reported events. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat drainage of the gallbladder during an endoscopic ultrasound (eus) procedure. During the procedure, the first flange of the axios stent would not deploy. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to october 01, 2025, has no specific event date was reported. Block h6: imdrf device code a150101 captures the reportable event of stent failure to deploy during an endoscopic ultrasound (eus) procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat drainage of the gallbladder during an endoscopic ultrasound (eus) procedure. During the procedure, the first flange of the axios stent would not deploy. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event.